Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on (B)(6) 2015. According to the complainant, after withdrawal of the procedural instruments, the inside of the sheath appeared to be shredded. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on (B)(6) 2015. According to the complainant, after withdrawal of the procedural instruments, the inside of the sheath appeared to be shredded. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.